Manufacturer narrative:
After discovering this adverse event on the FDA website, our company took it very seriously and immediately organized a meeting with relevant departments, including production, quality control, equipment, and technology, to investigate. The findings are as follows: 1. Production records review: we carefully examined the injection molding, assembly, and finished product shipment records for the batch in question. All processes complied with our internal management document control requirements, and no abnormal records were found. 2. Iso 80369-7 compliance testing: we randomly selected 5 samples from the retained batch and conducted connector testing in accordance with iso 80369-7. All results met the standard requirements. 3. Simulated use testing: an additional 20 samples were randomly selected for simulated use testing. The test required that, per the instructions: "firmly attach the safety needle to the syringe by pushing and twisting clockwise (see attached instructions)." No instances of needle detachment from the syringe were allowed. The test results showed that all 50 randomly selected safety needle samples met the requirements. 4. Risk management report review: our company's risk management report confirmed that the aforementioned quality defect had been fully identified, with specific measures implemented to mitigate or eliminate the risk. After thorough and scientific evaluation, we concluded that the measures in place were appropriate, sufficient, and effective in preventing such risks. Conclusion: based on the above findings, no abnormalities were detected. Since we did not receive the actual samples related to the reported issue, we are unable to determine the root cause definitively. However, we remain committed to actively analyzing and identifying the cause. We assure you that we investigate every adverse event with full dedication until a complete and comprehensive resolution is achieved. Further control measures: to minimize future risks, we will require distributors to retrain end-users, emphasizing strict adherence to the instructions for proper operation to prevent recurrence of such quality issues.

Event description:
Customer feedback indicates that the safety needle is not fully locked into the luer lock syringe, information get from FDA maude database.